Event description:
The user facility reported that the device was missing parts of the manual switch during installation and the device did not work. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: d9device evaluation: follow-up report submitted to document device evaluation results.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
The user facility reported that the device was missing parts of the manual switch during installation and the device did not work. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.